Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of water supply becoming worse was confirmed due to clogging of the nozzle. The device evaluation found the reportable malfunction identified in b5, foreign material in the nozzle. The following information was received during follow-up with the customer: the customer cleaned, disinfected, and sterilized the device before it was sent to olympus. The customer did not know what the foreign material is. There was no delay in the start of precleaning. The customer flushed the air/water nozzle with water and air. It was unknown if there were any abnormalities in the accessories used for reprocessing. The customer did not wipe/brush the air/water nozzle with clean lint-free cloths, brushes, or sponges. The customer flushed the air/water nozzle/channel with the detergent solution. There were no concerns from the customer about the reprocessing. The following non-reportable findings were found during evaluation: water removal ability did not meet the standard value due to clogging of nozzle, bending angle in up direction did not meet the standard value due to wear of angle wire, connecting tube had a scratch, plastic distal end cover had a scratch, adhesive around light guide lens was peeled, adhesive around objective lens was peeled, objective lens had a scratch, protector of universal cord on suction connector side had a scratch, paint on suction cylinder was peeled, connecting tube had a buckling, switch 4 had wear, switch 1 had a scratch, universal cord had a wrinkle, universal cord had a scratch, adhesive on bending section cover had white-clouded area, adhesive on bending section cover had a crack, adhesive on bending section cover had a chip, the play of upward/downward angulation control knob was out of the standard value due to wear of angle wire, switch 3 had wear, and connecting tube had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope water supply was strange, water supply had recently become worse. The issue was found during a diagnostic gastroscopy procedure. The procedure was completed with the device with no reported affect to the procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material was found in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the foreign material remained in the device because reprocessing was not performed according to the instructions for use (IFU). It was further noted that the foreign material could not be identified. The event can be prevented by handling the device in accordance with the following IFU: gif/cf/pcf-290 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-290 series reprocessing manual chapter 5 "reprocessing the endoscope (and related reprocessing accessories)." Shows how to prevent the event. Olympus will continue to monitor field performance for this device.